Event description:
It was reported intermittent occlusion alarms occurred that were not resolved. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and continued to use the pump for insulin therapy, has a back up plan if needed.